Event description:
Boston scientific received information that, during a scheduled device follow-up appointment, interrogation of this pacemaker revealed a battery status of end of life (eol). However, at the patient¿s previous device follow-up appointment (approximately eight months prior), a remaining longevity of 2.0 years was reported. There was expressed concern regarding the rate of battery depletion and the device was thus scheduled for explant/replacement. A copy of the device memory (i.e., prepared from the previous appointment when the longevity was reported as 2.0 years remaining) was forwarded to boston scientific for engineering review. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific engineers reviewed the diagnostic data in the copy of this device¿s memory. An engineering-level longevity calculation was performed based on programmed parameter values, therapy use to date, and impedance measurements obtained from this device memory data. Based on these settings and the reported date the device declared eol, engineers concluded that this device¿s battery likely experienced normal battery depletion. To date, boston scientific has not received this device for detailed laboratory testing.